Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise that was reproducible with pocket manipulation. The patient was asymptomatic. No intervention was performed. The patient would continue to be monitored routinely.